Manufacturer narrative:
Combination product: yes.

Event description:
A synsiro drug-eluting stent system was selected for treatment of a pre-dilated moderately calcified lesion (80 percent stenosis degree) in the proximal lcx. It was not possible to deploy the synsiro stent. Another stent was used to complete the intervention.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is well folded and shows no signs of inflation. The stent shows no damage or irregularity. The crimped diameter of the stent complies with the specification. Functional testing was performed by inflating the instrument up to 8 atm (np) during which the stent was successfully released. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations, no manufacturing or material related root cause was determined.